Manufacturer narrative:
(B)(4).

Event description:
The patient stated their device went sideways in their butt area where it made the wires move or not work right. It was noted the patient had a surgery on (B)(6)-2013 and their doctor put the device back and strapped it in.

Event description:
It was reported that the patient¿s their implantable neurostimulator (ins) had flipped (¿went sideways¿). As a result the patient had to have a revision surgery on (B)(6), 2013 where they ¿they went in and put it the right way, strapped it fast and put a new lead in." Follow up information received 15 days later reported that the patient had no concerns with their device therapy. It was also reported that the patient still had concerns regarding their device therapy but was working with their doctor and manufacturer¿s representative. An appointment of (B)(6), 2014 with the representative was noted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient product ID 3 889-33, lot# va0421u, implanted: 2013-(B)(6), product type lead. (B)(4).